Manufacturer narrative:
Intiial and final MDR (B)(4) device 3 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced four infusion set were bumped into something event on 11-feb-2026. No further information available.